Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac oxygen valve was not responding when plugged into oxygen. No patient involvement and no alarm, as incident occured during testing.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device showed damage to the face plate and case. The alarm board was also loose. The device o2 valve did not respond as per report. The issue was determined the device issue was caused by damage during use due to impact.